Manufacturer narrative:
Corrections to d1 and d4 additional information was added to d9, g4, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the tubing and the first y-site clearlink. Visual inspection identified a lack of solvent at the tubing. Dimensional testing was performed, and the tubing and clearlink y-site housing were according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing at the top y-site of a clearlink system continu-flo solution set came apart which resulted in a fluid leak. This occurred during total parenteral nutrition (tpn) infusion to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.